Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter had a power issue - meter battery not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two unsuccessful attempts to follow up with the patient a "no response" letter was sent to the patient. The patient stated that the alleged issue began on "(B)(6) 2016, time unknown". The patient manages his diabetes with insulin (self-adjuster) and was unable unwilling to say if he made any change to usual diabetes management routine as a result of the alleged product issue. The patient claimed that on "(B)(6) 2016", after the alleged power issue began he developed symptoms of "blurred vision and numbness in his fingertips". The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter was charged until the "charge complete" message appeared and the patient confirmed that this was a reoccurring issue. There was no misuse of the product and based on the testing frequency and usage the battery did not need to be recharged. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.